Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to dislodgment which was confirmed via chest x-ray and fluoroscopy. A new lead was implanted. No additional adverse patient effects were reported.